Manufacturer narrative:
The subject device was returned, evaluated, and as noted in b5 - the unit was not producing a consistent image, and was instead displaying a b30 error code. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to an electronic component failure caused the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was discovered during the device evaluation, the olympus gastrointestinal videoscope was not producing an image. Instead of a standard image, the display was static in nature and the unit was displaying a b30 scope communication error. This event had no patient involvement.